Event description:
Related manufacturer reference number: 2017865-2022-47230. Related manufacturer reference number: 2017865-2022-47231. It was reported the patient presented for an atrial lead extraction. Interrogation revealed the atrial lead exhibited a significant change in impedance and a failure to capture due to a potential lead fracture. The right ventricular lead exhibited high capture thresholds which resulted in loss of capture. The atrial and right ventricular leads were explanted and replaced. When attempting to connect the implantable cardioverter defibrillator (ICD), the set screw would not clamp onto the atrial lead. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, change in impedance, and lead fracture were confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found clavicle crush fracturing all five filars of the outer coil distal to suture sleeve. The cause of the reported events was due to fractured/separated outer coil consistent with rib clavicular crush damage.